Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed priming sequences and operated as intended until it was deactivated at pulse 264. No timeouts or drive stalls were observed in the device data. The needle mechanism was reset and found to deploy properly. No damages or defects were observed with the device that would result in a needle mechanism failure. Further investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. The cause of the reported improper insertion could not be conclusively determined. Additionally, no bends, kinks, or damage was observed on the cannula assembly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated and bent. As treatment, the patient changed out the pod for a new pod.